Event description:
Treatment of an aneurysm. It was reported that the coil could not be detached with the instant detacher during procedure and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the implant coil detached normal with an in-house detacher. (B)(4).